Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time due to the recipient not meeting pre-operative criteria. The recipient remains implanted. Advanced bionics believes that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. This is the final report.